Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the sensitivity was low. Analysis did find that the main clear cover was missing. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device failed sensitivity testing (too low). Sensitivity set at 3 millamps and associated amp reading will not go above 2.0 millamps. The device was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the device failed sensitivity testing (too low). Sensitivity set at 3 millamps and associated amp reading will not go above 2.0 millamps. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.